Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the iol met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Additional information has been requested. Zip code is not indicated at this time. (B)(4).

Event description:
During an intraocular lens (iol) implant surgery a nurse reported the lens was inserted and the capsule broke. A vitrectomy was performed and the lens was removed and another lens implanted.